Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, erythema, pain, minimal swelling, abscess, seroma.

Event description:
Healthcare professional reported, right side infection, erythema, pain, minimal swelling, seroma, overlying erythematous skin. A right breast abscess and debridement of the right breast. Device has been explanted.